Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 1ml s/t w/ndl 27x1/2 rb experienced a failure to contain blood/medication which was noted prior to use. The following information was provided by the initial reporter: material#: 309623 batch#:9353357. The nurse noticed the syringe barrel was cracked when she opened the packaging. 2 complaints have been logged internally at the hospital. 3 samples are available for return. All from the same lot no. Total number of affected product not available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary : three photos and three 1ml syringes with needles in opened blister packs from batch 9353357 (p/n 309623) were received and evaluated. It was observed in the photos and physical samples all three syringes had similar lengthwise cracks extending from approximately the 0.1ml marking to the 0.4ml marking. The cracks were rejectable per product specification. A potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history review was conducted for lot number 9353357 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringes 1ml s/t w/ndl 27x1/2 rb experienced a failure to contain blood/medication which was noted prior to use. The following information was provided by the initial reporter: material#: 309623 batch#:9353357 the nurse noticed the syringe barrel was cracked when she opened the packaging. 2 complaints have been logged internally at the hospital. 3 samples are available for return. All from the same lot no. Total number of affected product not available.